Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 248 mg/dl. The infusion set site was changed 2 times and the bg continued to remain elevated. A bolus via the pump was delivered to address the high bg. The cause of the high bg was not known. The customer thought that her body was not responding well to the infusion set itself. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula for inspection. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.